Event description:
The customer called and reported the numbers on the insulin pump were scrolling continuously. After customer removed and reinserted the battery, the device would not allow him to deliver a bolus. He stated the device may have been exposed to moisture when he was taking a shower. Customer stated the battery compartment thread was broken. Customer's blood glucose was 147 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage on the electronics, motor, vibrator, and keypad. The insulin pump alarmed for a failed battery test due to moisture damage in the battery tube assembly. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads and a broken belt clip slot.